Event description:
It was reported that the unit is broken.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The handle was visually inspected for damages, and the insulation appears to have been repaired by a third party. Also, the insulation on distal tip has broken off. IFU 1000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. The probable root causes could be third party repair, or handling during cleaning/processing. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the unit is broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.